Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board and system board need to be replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.